Event description:
It was reported that this was a venous closure of a common femoral vein using the pre-close technique via a 6f sheath prior to a watchman procedure. Reportedly, using left anterior oblique imaging prior to the procedure in the pre-close technique, a prostyle device was deployed successfully. When the footplate lever was retracted, the device became stuck. The footplate had not closed. A surgical cutdown was performed to remove the device. Surgical suturing was used for vascular repair and to achieve hemostasis. The procedure was aborted. There was a reported clinically significant delay in the procedure with prolonged hospitalization. Subsequent to the previously filed report, the following information was received: reportedly, after the device became stuck, the device was manipulated to remove the device. The device broke at the footplate yet was held together with the actuator wire. No additional information was provided.

Manufacturer narrative:
H6: 1069 break added. The device was returned for analysis. The break was confirmed. The difficult to open or close could not be confirmed due to the condition of the device. Additionally, the difficult to open or close and the entrapment of device are related to procedure conditions and cannot be replicated in a lab environment. Additionally, sterile devices were returned and both a visual and functional test were performed on 6 of them. There was no damage noted to the 6 perclose prostyle sterile device samples. The functional test was performed and no anomalies were noted. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of tissue injury is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. The cause of the reported difficulties and subsequent treatment appears to be related to procedure circumstance. In this case, it is likely the guide was damaged during insertion causing an anterior needle to cuff miss and likely completing the break of the guide. With the guide broken the foot will not close inducing the entrapment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - lot number updated from unknown to 3090141.

Event description:
Subsequent to previously filed reports, a medwatch report was received stating: per doctor's report, patient presented for a planned transcatheter left atrial appendage closure with the watchman device. Male patient with a bmi of 29. General anesthesia was administered and he was intubated by anesthesiology. Next, percutaneous vascular access was obtained in the right femoral vein using a modified seldinger technique under ultrasound guidance with a 21g needle and micropuncture wire. Wire position in the rfv [right femoral vein] was confirmed with fluoroscopy. A short 6f sheath was used to dilate the tract. Doctor attempted to "preclose" the vein with a prostyle suture. The first device was advanced over the wire into the rfv without difficulty and the wire was removed. The lever was pulled back (footplate was opened) and the device was pulled back to the vessel wall without difficulty. The plunger was depressed but it felt as though this failed, and this was confirmed when the plunger was pulled back. The lever was lowered and there did not seem to be any resistance in doing this. Surgeon then attempted to pull back and remove the failed prostyle device but it was entirely entrapped and could not be withdrawn or advanced. Further attempts at removing the device began to cause some separation of the device between the metal portion and black/hydrophilic portion. Hemostasis was maintained and there was no bleeding. The patient remained hemodynamically stable. Vascular surgery performed a cutdown to remove the entrapped device and repair the torn vessel with suture. Upon removing the device it appears that the foot plate is at least partially "out" (or open) even though the lever appears to be all the way down. No additional information was provided.

Manufacturer narrative:
A4: weight updated from 95 kg to 94 kg. H6: medical device problem code 1506 added. Subsequent to filing the initial reports, update to mfg narrative: the device was returned for analysis. The break was confirmed. The difficult to open or close could not be confirmed due to the condition of the device. Additionally, the difficult to open or close and the entrapment of device are related to procedure conditions and cannot be replicated in a lab environment. Additionally, sterile devices were returned and both a visual and functional test were performed on 6 of them. There was no damage noted to the 6 perclose prostyle sterile device samples. The functional test was performed and no anomalies were noted. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of tissue injury is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. The cause of the reported difficulties and subsequent treatment appears to be related to procedure circumstance. In this case, it likely the guide was damaged during insertion causing an anterior needle to cuff miss. With the guide broken the foot will not close inducing the entrapment or the foot may have not closed due to the break causing it to surf distally and lock open inducing the entrapment and completing the separation of the guide. Other therapies used on the patient at the time of the event that may have caused or contributed to the event included general anesthesia. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. User facility medwatch #2401060000-2023-8008 attached.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venous closure of a common femoral vein using the pre-close technique via a 6f sheath prior to a watchman procedure. Reportedly, using left anterior oblique imaging prior to the procedure in the pre-close technique, a prostyle device was deployed successfully. When the footplate lever was retracted, the device became stuck. The footplate had not closed. A surgical cutdown was performed to remove the device. Surgical suturing was used for vascular repair and to achieve hemostasis. The procedure was aborted. There was a reported clinically significant delay in the procedure with prolonged hospitalization. No additional information was provided.